Event description:
It was reported that patient underwent total knee arthroplasty in 2004. Subsequently, revision procedure was performed in 2008, wear was noted on the explanted tibial bearing.

Manufacturer narrative:
No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. A fax was to inform the user facility of the event. In the event that the user facility submits a medwatch report, biomet will forward a copy to FDA. Evaluation of returned device found evidence that damage appeared to be caused from third body debris between the polyethylene bearing and the femoral component.